Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address knee pain. The pt's natural patella was found to be worn down and contained a small groove. Poly wear of the tibial component was noted intraoperatively.